Manufacturer narrative:
Continuation of d10: product ID b3400040m lot# serial# (B)(6) product type extension. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID b3400040m lot# serial# (B)(6), product type extension section d information references the main component of the system. Other relevant device(s) are: product ID: b3400040m, serial/lot #: (B)(6), ubd: 30-jul-2026, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during routine battery and extension placement, the extension revealed high impedances on all electrodes. The physician assistant stated the lead felt tight in the channel of the extension and it was difficult to remove. No environmental/external/patient factors contributed to the issue. After careful removal, a new extension was tunneled and the impedances were all normal. The extension will be returned. The issue was resolved. No symptoms were reported.